Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, a circumferential burn mark was noticed at the application site after the port was removed. The hosp has reported that no surgical interference was required.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.